Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported an asymptomatic patient received a notification for high pacing lead impedance. All other lead measurements were stable and within range. Lead noise was not present. It was noted that the upper monitoring limit in measurements will be made.

Event description:
New information received notes patient presented in clinic after receiving another device vibratory alert. Upon device evaluation it was noted that the atrial lead impedance had exceeded the monitor impedance threshold that was previously programmed to an increased limit from the default setting. Since device was still functioning appropriately the patient will just be monitored with routine follow-up. Patient was asymptomatic before, during, and after receiving the vibratory alert.